Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Explantation of a broken gamma nail.

Manufacturer narrative:
The evaluation revealed the broken nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. Seven weeks of implantation. According to found damages the fatigue fracture had its origination in the posterior web at lateral. In this area material damage had weakened the web caused by misaligned drilling with the step drill; which presents an unintentional use error during implanting the nail material deformation (bearing points) of the medial edge of the proximal drill hole was most likely caused by increased axial loading during the implantation period; which is considered as patient behavior related. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly caused by intra operative material damage. Review of CAPA databases and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product. No nonconformity was identified. The event was not linked to a deficiency of the device.

Event description:
Explantation of a broken gamma nail.